Event description:
The physician reported that the original pulse generator shipped for the patient was faulty, as the set screw would not tighten down. The patient was implanted with another generator pulled from the hospitals stock. Good faith attempts have been the faulty generator shipped back to the manufacturer have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.